Manufacturer narrative:
The device subject of the reported event was not retained for evaluation, and the lot number was unknown. Successful deployment of the video capsule requires brisk manual actuation of the advance device handle. Based on the description of the event, the cause of unsuccessful deployment was likely insufficient force applied to the handle actuator during the initial deployment, and then subsequent excess forces applied to dislodge the deployment cable. The instructions for use include the following statements: "push the video capsule into the capsule cup with the optical dome of the video capsule facing out. Listen for an audible click (this indicates that the capsule is appropriately seated within the capsule cup). To deploy the capsule: open the finger ring handle briskly until it stops. Confirm capsule delivery endoscopically by looking through the clear capsule cup and seeing the cable and the empty capsule cup. If the capsule does not fully deploy, close the finger ring handle, slightly alter the position/angulation of the endoscope, straighten the handle and catheter and repeat deployment. After capsule delivery, close the finger ring handle until the deployment cable is retracted into the catheter." In-service training was performed. No further issues have been reported after in-service was completed.

Event description:
The user facility reported via user facility medwatch # (B)(6) that the advance capsule delivery device failed to deploy the video capsule. The device was withdrawn and the deployment cable was found lodged between the video capsule and the delivery system. Further attempts to deploy the video capsule external to the patient were unsuccessful, and the physician instead completed the procedure with endoscopy and colonoscopy. There was no report of harm due to the device withdrawal, nor due to the subsequent endoscopy and colonoscopy.